Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had dropped the pump and then started to received multiple malfunction codes. The customer's blood glucose (bg) level was 282-300 mg/dl with a trace of ketones. Boluses via the pump and long acting insulin injections were used to address the bg level. The customer was to continue to use the pump for insulin delivery.